Event description:
It was reported the pathfinder nxt closure top backed out of the screw head post-operatively. During the index procedure, levels treated were l5-s1 with pathfinder nxt instrumentation and a lucent interbody cage. Five months post-operatively it was found that the right l5 closure top had completely backed out of the screw. Revision surgery was performed in which only the closure top was replaced. The final construct after revision was a standard single level construct consisting of 4 screws, 4 closure tops, 2 rods and interbody.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.